Event description:
It was reported that a user of the ilet experienced hyperglycemia with a reported blood glucose of 400 mg/dl without symptoms after a recent supply change, and the user suspected the infusion site location as the cause; switching the site resolved the issue and glucose trended down. Symptoms included no clinical manifestations reported. Outcomes included no medical intervention, no emergency care, and no hospitalization, with self-resolution as glucose decreased. Investigation included customer care troubleshooting and education focused on infusion site assessment and replacement. Investigation of this case revealed no visible leakage or site failure reported by the user, and the event was consistent with an infusion site¿related delivery issue that resolved after site change. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.